Event description:
User facility reports incident of a cracked luer connector found approx 10 minutes into hemodialysis treatment. Ebl > 100 cc. 800 cc of saline was administered. Patient was recannulated with a new needle to continue treatment.